Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall: 1052693-06/13/16-001-r strip. Meter and strips were not returned to manufacturer. Customer did not allege a product defect. Root cause: rc-074-manufacturer-processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
(B)(6) husband is calling on behalf of customer to get assistance with the meter and running a blood test. Customer did not allege a product defect. Customer did not report symptoms. Medical attention with use of product was not reported. The test strips are expired: 07/31/2017. Customer test strips have been affected by the recall. Customer will purchase new strips.